Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer experienced high blood glucose on with blood glucose of 300 to 400 mg/dl at the time of the incident. The caller did not mention how they treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller found a bent infusion set cannula and the customer has scar tissue. The customer stated the daughter was hard to work with and they had to restart the set change process. The insulin pump will not be returned for analysis.